Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been turned off for a period of time and the customer connected the pump to a power source to turn it on. The pump remained off despite leaving the pump plugged in for an extended period of time. There was no patient involvement, as the pump was not being used on the patient at the time of the event.